Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted that the wire snapped at wrist of mega needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley spins freely and it was not damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. Additional finding not reported by the site was scratches on the surface of distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.